Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed. The patient was prescribed a blood thinner.

Manufacturer narrative:
B5: note added that this was identified as a duplicate to a previously reported complaint, d4: lot number corrected, e1: physician name added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed. The patient was prescribed a blood thinner. It was further reported that the 27mm watchman flx closure device was attempted for implant but after an inability to meet release criteria, it was recaptured and exchanged for a 31mm watchman flx closure device which was implanted. This complaint was identified as a duplicate to a previously reported complaint, report number 2124215-2023-25169.